Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the following warning among others: ¿adverse events that may occur and/or require intervention include, but are not limited to: endoleak and improper component placement¿.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. When the ipsilateral leg of the trunk-ipsilateral leg endoprosthesis was deployed, the left internal iliac artery was covered unintentionally by the ipsilateral leg. The physician attempted to push up the ipsilateral leg using a balloon catheter. However it was not successful. The physician decided to monitor it. The physician stated that the bifurcation of the left iliac artery was not able to confirm clearly.